Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2016 with the following findings: the pump's black box showed no evidence of a motor power supply alarm however the black box did show multiple replace battery alarms and unexplained pump reboot events. The battery cap was unable to fully tighten to the pump due to damaged threads. The slot on top of the battery cap was also damaged. There was a battery compartment crack observed from the thread area to the case seal. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. A leak test showed that there was a leak at the battery compartment crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.